Event description:
It was reported a patient presented to the emergency department with their implantable cardioverter defibrillator (ICD) vibrating. The right ventricular (rv) lead had high pacing impedance and loss of capture. No changes were reported. The patient was stable.